Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that the device was defective. The customer reported event has no report of patient injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm fenestrated bipolar forceps instrument to perform failure analysis. The instrument was analyzed and it was found to have a severely bent grip, which led to a gap between the grips. There was a 0.75mm offset at the tips. The grips did not have cracking damage. The instrument did not have damaged cables. The probable root cause of severely bent grips is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips. Correction to section d: primary product material number was updated to 471205-19. Primary product UDI number was updated to (B)(4). Correction: h8. Was updated to initial use of device.